Manufacturer narrative:
Device label codes: 1738. The iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab was also returned. Sheath was not in place over the catheter tubing. The sheath was noted to be kinked at the sheath/sheath hub junction. The sheath and catheter were measured and found to be within co's mfg specifications. The unfolded membrane appeared normal under room light and polarized light. It was not possible to pass the unfolded membrane through a laboratory 6" sheath due to the condition of the returned membrane but is was possible to pass a laboratory folded membrane through the returned sheath/hemostasis sheath assembly. Probable cause of difficulty: even though no mfg defects were found in the unfolded membrane or in the return sheath based on the examination, it was not possible to verify the encountered difficulty due to the condition of the returned item. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may habe not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink (this is supported by the condition of the returned sheath). The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath (as evidenced by the condition of the returned sheath and balloon's inner lumen at the proximal taper). During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
Event complications: unk - reported 9/25/96; none - reported 10/31/96. Patient's current status: unk - rpt'd 9/25, 10/31/96.